Event description:
Information was received from a patient receiving dilaudid via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2026. The patient had a refill appointment and within 30 minutes there, they were not feeling right and 'it progressed quickly into drowsiness'. After another 15 minutes, they could barely speak and they were not able to respond. The patient's husband tried to get them in the car and they couldn't speak, they then called for emergency and they were taken to the hospital. The patient was having 'severe drug overdose' and their eye pupils were 'pinpoint'. The patient was in 'distress'. The patient stated after a little bit, they were given narcan and 'it didn't really start working for quite some time'. The patient was inquiring what they were supposed to do. The agent noted they had difficulty understanding the patient on the call and tried to obtain pertinent details. The agent redirected the patient to their healthcare provider (hcp) to further address the issue. The patient mentioned that they already talked with the nurse on tuesday (B)(6) to let them know about the problem, and 'they didn't take any kind of drug'. The patient later called back and repeated previously documented information, and requested for a local manufacturer's representative (rep) contact information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.